Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device generated heat and had insufficient/low power. It was determined that the device had an intermittent operation, sharp edges, and a cosmetic damage - worn coupling. It was further determined that the mode switch resistance was too high, the moving parts of the device and trigger did not move smoothly, and the trigger was sticky. It was observed that the device had corrosion/rusting/pitting, and the mechanics and components were damaged. It was observed that the bearing was corroded and worn, and the motor and seal were also worn. It was further determined that the device failed pretest for check power with test bench, check triggers, check the attachment coupling and general condition. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.